Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: valve leaking. The complaint was received on 06/06/2024. The patient died in the night of (B)(6) 2024. An analysis was therefore no longer possible. There is no indication that the product was involved in an injury or anything else. We are therefore forwarding this complaint to you for information purposes only. Product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no.: 50-9050a/v001 - peritx¿ ascites catheter. Additionally affected lot no.: 0001494061. Information on the error pattern: fault location: valve. Type of fault: leaking. What was the cause of patient death? - not known. Is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? - no known product failure. Where was the catheter located? Abdomen or chest? - abdomen. How long has the catheter been in place? ¿ 2024-05-31. Was there any damage noticed on catheter valve? - not known. Was the valve cracked or broken? - not known.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001494061 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Valves were 100% leak tested in-process at the time of manufacture. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. In relation to death: there is no evidence or information supporting that the reported failure resulted in patient death. Per the entry description "there is no indication that the product was involved in an injury or anything else. We are therefore forwarding this complaint to you for information purposes only."

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401. Patient problem code: f26. In relation to death: as per customer follow-up, patient¿s death is not believed to be related to the failure of the product. The information provided does not reasonably suggest the event led to or might have led to a death.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: valve leaking. The complaint was received on 06/06/2024. The patient died in the night of (B)(6) 2024. An analysis was therefore no longer possible. There is no indication that the product was involved in an injury or anything else. We are therefore forwarding this complaint to you for information purposes only. Product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no.: 50-9050a/v001 - peritx¿ ascites catheter. Additionally affected lot no.: 0001494061. Information on the error pattern: fault location: valve type of fault: leaking what was the cause of patient death? - not known is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? - no known product failure where was the catheter located? Abdomen or chest? - abdomen how long has the catheter been in place? ¿ (B)(6) 2024. Was there any damage noticed on catheter valve? - not known was the valve cracked or broken? - not known.